Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 3mm x 6cm cerepak freeform xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed still attached to the delivery system. The manual break was attempted at the proper location, and the main delivery tube slipped through the main delivery tube. The pull-wire was exposed. A kink was found at 2 cm from the distal end of the detachment tube. The embolic coil was inspected under the microscope. Under magnification, two kinks were observed on the embolic coil. No damages were noted at the proximal key. No unintentional weld was noted on the loop hole. No contamination was noted at the distal end. A manufacturing record evaluation was performed for the finished device 31092859 number, and no non-conformances related to the malfunction were identified. The issue reported were confirmed based on the detachment attempts, the broken condition of the manual break, and the embolic coil being still attached. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. A CAPA is currently investigating failure to detach. The kinked condition of the embolic coil were not originally reported; the exact time of occurrence cannot be determined; therefore, they are not considered related to the issue reported. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher, and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00331, 3008114965-2024-00332, and 3008114965-2024-00333. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31092859) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00332, and 3008114965-2024-00333. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization targeting an anterior communicating artery (acom) aneurysm with normal vessel, straight with no bends, the physician placed and detached via a detachment handle (mdh1 / lot# 101456956) several cerepak coils via an sl-10® microcatheter (stryker) with flush line. When the physician attempted to deploy two (2) 3mm x 6cm cerepak freeform xtrasoft coils (xcr120306) from the same lot (31092859) the coils failed to detach. The physician removed coils and continued to place six (6) more coils. There was no negative patient impact. On 21-mar-2024, additional information was received. Per the information, the aneurysm was an oblong 12mm x 9mm in size. The lot number of the detachment handle was 101456956. When the 3mm x 6cm cerepak freeform xtrasoft were removed, they were not stretched; the coil were both still attached to their respective delivery systems. The two coils were removed without issues. The subsequent six coils were placed via the same sl-10 microcatheter; the additional six coils were not cerepak coils, they were stryker coils. The procedure was successfully completed without any clinically significant delay in the procedure. The information also indicated that the detachment handle was discarded and is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00331, 3008114965-2024-00332, and 3008114965-2024-00333. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.